Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported that the cause of stimulation in the leg and foot might have been due to them making some device programming. Patient also stated that the manufacturer representative had to change the program level. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they noticed that stimulation was going down her leg , foot and that their leg/foot was trembling and shaking. Patient also reported that they noticed that their symptoms returned. Patient reported soreness and hurting around their midsection in the front , sides and back and legs and that its been hurting for 3 day. Patient further started that they were afraid because they had the device and was not sure what to do. Patient mentioned they had an upcoming appointment with their healthcare provider no further complications were noted or anticipated